Event description:
Family member states her spouse was sweating and 'talking out of his head' and when tested, his blood glucose read 113mg/dl. Family member reports she then called the paramedics who tested spouse blood glucose at 21mg/dl. She states that they treated him by giving an IV of unknown solution. The paramedics reportedly transported patient to the hospital where he tested lo on the hospital equipment. Family member states that he was in a coma for three days and on a life support machine. She states that he was not treated for low blood glucose while in the hospital. Patient was using expired strips to test blood glucose. No glucose control solution was reportedly used. Requested return of suspect device and replacement was sent.